Event description:
A customer contacted beckman coulter regarding a patient sample that was misidentified by the lh750 analyzer on a printout. The customer indicated the misidentification was identified because the printout had the incorrect patient demographics for the printed sample ID. The customer indicated that the printed sample results for patient b contained the correct sample ID, but with incorrect patient demographics information (from patient a). The customer indicated that the sample for patient a was tested at 02:06 without incident. The printed sample results for sample a contained the correct patient demographics and sample ID. Correct data was transmitted to the customer's laboratory information systems (lis). The customer indicated that during the sample analysis for patient b at 02:12:51, 2 instrument errors occurred: bellows not extended error. Pc communicating error. The customer indicated that the instrument was shut down and restarted to re-establish communication. The customer indicated that the instrument database did not show any results for patient b and no errors were found in the event lot. The customer indicated that there were no erroneous results reported out of the lab. There has been no change to patient treatment or any injury that can be attributed to this event.

Manufacturer narrative:
This is a reoccurrence of the same issue reported by the customer on 07 dec 2004 and 13 dec 2004 (see manufacturer report number: 1061932-2004-00023 and 1061932-2004-00024). The customer indicated that patient sample ID was selected as the primary identifier. Only the sample for patient b was affected by this event (limited to a sample). Since the results of the specimen for patient b were already processed at the time that the errors occurred only these results would be affected. The results of samples analyzed after the analytical station and workstation had been reset will not be affected. Beckman coulter investigation summary: during the investigation, it was determined that the customer's check sum digit was disabled. During the investigation, the lh 750 was verified to be operating within specifications.